Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on how to reset the pump, assisted with the reset, and advised the customer to continue using the pump. The malfunction code did not recur after resetting, and the customer was instructed to call back if any issues arose.